Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/03/2020. Additional h3 device evaluation summary: a paper lid and two detached needles of product code jb840 were received for evaluation. During the visual inspection of two detached needles, the swage and attachment area were noted to be as expected and marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the sutures were not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture easily during use.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) and suture was used. The needle was detached from the suture easily during use. It was a control release needle. There were no adverse consequences to the patient.